Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The patient experienced a lot of pain when standing up and sitting down. The cup failed to have any bony ingrowth, creating a loose fixation in her acetabulum. We explanted her cup, liner, screw, and head. Implanted a tritanium ii cluster hole cup with two screws and a 36mm biolox head and liner.